Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use (IFU) as a known patient effect of coronary stenting procedures. The xience xpedition IFU states: do not exceed rbp as indicated on the product label. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a dissection occurred after the 2.75 x 12 mm xience xpedition stent was deployed at 20 atmospheres in the heavily calcified, right coronary artery. Another xience xpedition stent was placed to cover the dissection. There was no adverse patient sequela. No additional information was provided.